Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the purewick female external catheter holds feces in place. It was noted that patient had been using products for more than 90 days. Per follow up information received via phone on (B)(6) 2022, customer had a series of medical issues and had been treated for urinary tract infections (uti's) which was not caused by the purewick female external catheter. Also stated that they got urinary tract infections (uti's) from the fecal matter coming in contact with the vaginal area and the catheter. The urinary tract infections (uti's) were treated with antibiotics at the time. Also stated that the customer has reoccurring symptoms for urinary tract infections (uti's).

Manufacturer narrative:
The reported issue was confirmed as use related issue as per the reported event and IFU. No sample was returned for evaluation. A potential root cause for the issue could be "patient has fecal incontinence or is menstruating and is unaware of their condition or the restrictions of use." A DHR review was not required because the investigation was confirmed as use related. The instructions for use were found adequate and state the following: "perform perineal care and assess skin integrity (document per hospital protocol). Separate legs, gluteus muscles, and labia. Palpate pubic bone as anatomical marker. With soft gauze side facing patient, align distal end of the purewicktm female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewicktm female external catheter is positioned". Note: patient can be positioned on back, side lying, frog legged, or lying on back with knees bent and thighs apart (lithotomy position) prior to device placement. "Not recommended for patients who are: having frequent episodes of bowel incontinence without a fecal management system in place.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the purewick female external catheter holds feces in place. It was noted that patient had been using products for more than 90 days. Per follow up information received via phone on 27apr2022, customer had a series of medical issues and had been treated for urinary tract infections (uti's) which was not caused by the purewick female external catheter. Also stated that they got urinary tract infections (uti's) from the fecal matter coming in contact with the vaginal area and the catheter. The urinary tract infections (uti's) were treated with antibiotics at the time. Also stated that the customer has reoccurring symptoms for urinary tract infections (uti's).